Event description:
It was reported that prior to the call customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the alert cleared while speaking on the phone with technical support.